Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned for analysis. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was disturbed & disrupted and possibly subjected to positive pressure. The balloon wings were opened out from their folded positions. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously being manipulated. Disruption to the balloon tends to reduce the pillowing effect caused during the stent crimping process. Traces of solidified media were also seen inside the balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 16-dec-2015. It was reported that crossing difficulties were encountered.&#2061; the target lesion was located in the right coronary artery (rca). A 20 x 2.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another promus premier¿ stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent detachment/separation.